Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented at the hospital for an implant procedure. During a post operation interrogation, it was revealed the right ventricular (rv) lead had elevated thresholds. A chest x-ray was performed on (B)(6)2020 and confirmed that the rv lead was pulled back. The rv lead was repositioned on (B)(6)2020. The patient was stable throughout.